Manufacturer narrative:
(B)(4).

Event description:
New information received: during the same event of the patient received inappropriate shock due to lead noise. Lead therapy was turned off. Patient was in stable condition with no adverse effects.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in the clinic, lead noise issue, lead insulation damage and high voltage therapy issue was observed on the rv lead. Patient had no inappropriate therapy. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.